Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr litigation record received. Litigation alleges pain, discomfort, increase level of cobalt and chromium metal in the blood, emotional distress, disability and disfigurement. Doi: (B)(6) 2007, dor: (B)(6) 2020, left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot a manufacturing record evaluation (mre) was not possible because the required lot code was not provided. H10 additional narrative: h6: appropriate term / code not available (e2402) is being utilized to capture blood heavy metal increased.

Event description:
Medical records received. Pfs alleges pain, elevated metal ions, pseudotumor, erythema, unstable hip, limited adl, metallosis and bone damage. However, pfs alleges left hip second revision due to ongoing pain, erythema, fluid re-accumulation, left hip unstable, fluctuant and recalcitrant due to pelvic discontinuity. Unable to perform adl due to metallosis and bone destruction.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre) was not possible because the required lot code was not provided.